Event description:
Reporter indicated that after revising a vns pt's generator in the or, high lead impedance results were observed on system diagnostic testing. Generator diagnostic testing showed the new generator to be functioning properly. The or indicated preoperative diagnostics prior to generator revision had been within normal limits. The surgeon indicated he visualized a nick in the lead, but did not know if this was contributing to the high lead impedance. Follow-up with the surgeon's office revealed that lead revision surgery was also performed at the time. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.